Event description:
Contamination of printed circuit board was discovered during the inspection of the ventilator. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Manufacturer narrative:
Initially it was reported that the contamination of printed circuit board was discovered during the inspection of the ventilator. On-site investigation was performed by distributor's field service engineer. The liquid contamination was confirmed on expiratory channel board. It has remained unknown under which circumstances and when liquid entered the unit or what kind of liquid spill it was. The issue has been solved by replacing the expiratory channel connector board which affects only exp flow measurements and does not affect delivered volumes. Therefore, this situation is not-safety related, the issue will be noticed before use and appropriate measures can be taken.

Event description:
Manufacturer's ref. #: (B)(4).